Event description:
The account reported the brake casters and brake steer casters are not holding. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found that the brake casters had damaged stems which also damaged the brake caster supports. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. An investigation was performed and this issue was addressed under an engineering change. The tech replaced the brake casters and supports to resolve the issue. Based on this info, no further action is required.